Event description:
The customer reported that a bipolar probe device which worked initially, stopped working after a few seconds. The probe was removed after it stopped working, and the ceramic, "barber pole" tip at the end broke off. The customer did not find the ceramic tip, nor was it in the scope. The nurse manager stated that they didn't think it was in the patient. The customer reported no harm to the patient.

Manufacturer narrative:
The actual device involved in the event was discarded however, the customer did return the remainder of the lot, which is being analyzed by the OEM supplier. Review of complaint trends reveals no similar complaints from this product lot number.